Event description:
During an open-heart valve replacement procedure, the carbon-mini co2 diffuser was being used. When preparing to close the open chest, it was discovered that the sponge on the sponge-tipped hose end had come off. It has been located under a sternal retraction device. When removing, it apparently scraped against the retraction device causing the glued-on sponge tip to come off. Operating room staff did not realize the tip had come off and happened to find it when cleaning the wound before closure.